Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a carefusion field service rep. "Exp solenoid is energized and stays energized causing a high pressure ext p peak. This unit was involved with an incident and a baby. [Name removed] is on site looking at another vent s/n (B)(4) for the same problem when this one was reported to him. No other details are available at this time. [Name remove] is trying to find out more." The following additional info concerning the event was copied from an e-mail attachment received from the user facility on (B)(6) 2011 that was in response to an e-mail sent by carefusion seeking additional info. "Nurse went to bedside to assess pt due to ventilator alarming high peak ext p peak. Pt was not being ventilated by avea ventilator. Pt was then manually ventilated by nurse. Avea ventilator was pulled from beside and sequestered in clinical engineering. Pt desated to (B)(6), pt placed on another avea ventilator". What was the original intended procedure: respiratory therapy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep and the carefusion failure analysis lab tech. The carefusion field service rep went onsite to the user facility and evaluated the device. The carefusion field service rep ran the device for three hours and was unable to verify/reproduce the complaint. The device was returned to the carefusion failure analysis lab in (B)(6) for further evaluation. The carefusion failure analysis lab tech verified the complaint and determined that the root cause of the device failure was a faulty expiratory pressure transducer on the tran com alarm (tca) pcba. The device will be routed to the carefusion factory service dept to be repaired and run through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the device will be returned to the user facility ready to be placed back into service. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.